Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. The assignable cause of the iipv was undetermined.

Event description:
The customer contacted global technical services (gts) regarding having drain pain, which occurred on the homechoice (hc) during use, during drain 3 of 4. The patient had drained out 3763ml. The home patient (hp) said they had been on that drain a long time and it was hurting. They stated the fill volume was equal to 2000ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The technical service representative (tsr) assisted in bypassing the hp to the fill cycle. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse stated that she was not made aware of this event. She stated she saw the patient yesterday and they were doing perfectly fine. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.